Manufacturer narrative:
The lot number is unknown, therefore, the date of manufacture cannot be determined. The tube was in use and not available for evaluation. No analysis or conclusions can be made without the device or the lot number. Information has been added to the database for trending purposes.

Event description:
The caller reported that the patient is on a ventilator most of the time and had alarmed but is ok now. At the time of the call the tracheostomy tube was leaking but then appeared to be holding air. The caller stated, the valve may be an issue. They could inflate and deflate but when they tried to remove the trach it wouldn't come out all the way. They were not sure if there was some air left in the trach cuff or not. During the conversation with the caller the covidien technical specialist discussed deflating, and as a last resort they could cut the pilot balloon line or take to hospital to remove. The caller was advised to call back and let the specialist know what the outcome was. To date it is not known if the patient was recannulated prior to 29 days of use.